Manufacturer narrative:
Product analysis: all complaints were confirmed. The main printed circuit board (pcb) was found to be contaminated and electrically out of specification. The epg did not power on and had a flashing battery light. All control knobs were found to be non-functional. The lower liquid crystal display (lcd) did not display; lcd wire insulation was pinched with the underlying wire exposed. The ventricular output connector was broken. The case, encoder, display frame, main pcb screws, and main seal were contaminated. The hanger assembly was bent. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing. It was further reported that the epg had a flashing battery light. It was further reported that the epg had a damaged ventricular output dial. The epg was returned for service. No patient complications have been reported as a result of this event.